Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue: anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported that the medical team experienced difficulty implanting an impella 5.5 in a 66-year-old male patient for mechanical circulatory support due to the patient's anatomy. It was reported the impella 5.5 device was unable to advance through the subclavian artery during attempted delivery, and the impella 5.5 implant was aborted due to patient anatomy.